Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. A charge test was performed and passed due to the receiver charging up to 4% after overnight charging. A receiver boot test was performed and passed. Functional tests were performed and failed the initial battery test. An internal visual inspection was performed and passed. The receiver log was downloaded for review finding error related to the complaint. He allegation was confirmed. The probable cause was a defective battery. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.